Event description:
Event occurred in saudi arabia. It was reported that patient experienced hyperglycemia on (B)(6) 2026. The blood glucose level was 288 mg/dl on the first day of insertion and was treated by manual injection.

Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.